Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft thrombus could not be confirmed through this evaluation. Although the account attributed the patient¿s arrhythmia and low flow alarms to outflow graft thrombus, a specific cause for the arrhythmia and low flows could not be determined through this evaluation, and a correlation to the device could not conclusively be established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller event log file, which contains data from (B)(6) 2020 to (B)(6) 2020, captures transient low flow alarms with elevated pulsatility index (pi) values. The pump speed remained stable throughout the file. The system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room after multiple ICD defibrillations at home. The patient was defibrillated once in the ER and an echocardiogram revealed a small right ventricle. It was thought that the patient's arrhythmia was caused by an inflow or outflow graft issue, and a suction event was also suspected. The pump speed was decreased, the patient was rehydrated, and the patient was put on amiodarone, lidocaine, and nitric oxide. Flows remained low despite the right ventricle support. A log file analysis showed intermittent low flow events and the pump was seeing a reduction in blood volume. There were no other unusual events seen in the log file. Outflow graft thrombus was later confirmed and the low flow alarms improved but remained persistent. Overall the patient status was improving.